Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) was fixated but current of injury for first location was minimal and there was no rise in pacing impedance. The leadless pacemaker was repositioned and during the second fixation, the helix was sprung. A different lp was used to complete the procedure. The patient was in stable condition.